Manufacturer narrative:
The cable was not returned for analysis, and a review of the device history record for this cable could not be performed as the lot number is unknown. Since the cable was not returned for analysis, the root cause of the cable failure could not be confirmed. The potential cause may be: insufficient strength of the joint. The potential effect to the user/device may be: disruption of the cable function, cable cannot be used properly, and delaying the procedure. Based on this investigation a CAPA has been opened to address this failure. Oscor will continue to monitor this device for complaint trends and risk. Per cable inspection procedure during in process inspection, the cable is inspected 100% for continuity. During final inspection, each strand of the cable is checked for the correct colored part, overall length of the cable, cable checked for damage and insulation voids, verification that the silicone strain relief extends at least for a length of 2 cm outside the female connector, checked that the silicone strain relief fits the wire snugly, checks for strain relieves for damage and gaps, a pull test is done on each connector and pin, and the cable is inspected again for continuity. The instructions for use (IFU) informs the user: for reusable cables only: the cables can be re-sterilized by oscor eto gas sterilization a maximum of two times. The directions for use inform the user to: first attach the proximal connector(s) to a pacemaker/analyzer or another extension cable while observing polarity indicated by the color. Then attach the distal connector(s) to the temporary lead connector or to another extension cable, again observing polarity by the color. The detachment of the connection should be done in the reverse order. Precautions include: do not connect any cable model to a/c power source; connection of exposed pins to a/c power source may pose a risk of serious injury or death. Extension cables are not intended for use with apnea monitors.

Event description:
It was reported that the cable would break after a few uses. The status of the cable is unknown. No patient complications have been reported as a result of this event.